Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer delivered too large of a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer attempted to self-treat via glucagon injection, however; experienced a seizure and broken arm. Customer was treated intravenously with fluids of saline. Customer was released from hospital on 12/6/23 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.